Event description:
New information indicated that the patient presented in clinic for follow-up. There were no programming changes or interventions performed; the implantable cardioverter defibrillator will continue to be monitored. There were no patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No changes or intervention was reported. The patient condition is unknown.

Manufacturer narrative:
Further information was requested but not provided.